Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.